Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 3 days of use, that urine would not flow through the catheter. The healthcare professional (hcp) performed a bladder scan, which confirmed urine in the bladder. The hcp was able to release only 2mls. There was considerable resistance upon attempting to remove the catheter. Subsequently, the catheter was removed by force allegedly causing hematuria and significant pain. Upon removal it was noted that the balloon was partially inflated.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Visual inspection noted the balloon appeared to be partially inflated upon return. Sample was evaluated and no pinch or blockage was observed. Sample was inflated and deflated without difficulty. No conditions were found on sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use mire force than is a required to make the syringe "stick" in the valve." (B)(4).

Event description:
It was reported that after 3 days of use, that urine would not flow through the catheter. The healthcare professional (hcp) performed a bladder scan, which confirmed urine in the bladder. The hcp was able to release only 2 mls. There was considerable resistance upon attempting to remove the catheter. Subsequently, the catheter was removed by force, which allegedly caused hematuria and significant pain. Upon removal it was noted that the balloon was partially inflated.